Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the drawer was failed. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary matrix drawer 1 was not sense closed. A field service engineer encountered a lock with an unknown combination. Attempts to retrieve the combination were unsuccessful, so the locks were removed by force. Upon inspection, debris was found between the sensor and the drawer, and empty medication bags were removed from the back of the drawer. To test the repair, the customer performed testing and confirmed successful operation. The system functioned as intended after the field service engineer repaired the device.